Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the image would flicker "in-and-out." The customer reported a "loose" connection between the video baton 2.0 and connected glidescope core smart cable. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
A replacement glidescope video baton 2.0 large was provided to the customer, and the reported video baton was returned to verathon for evaluation. A verathon technical service representative evaluated the returned video baton and confirmed the reported issue. When connecting the customer's video baton to known, good, test verathon equipment, the video image flickered with horizontal green lines whenever the baton was manipulated. Upon visual inspection, the verathon technical service representative identified scratches to the lens and corrosion to the video baton's hdmi connector pins. The camera image quality test was performed and failed. Upon completion of the evaluation the glidescope video baton 2.0 large was scrapped as it had already been replaced prior to its return to verathon, and there being no repairs available for this device. Corrective action is not required at this time. Verathon will continue to monitor for trends. The glidescope and gliderite products reprocessing manual states: "use hospital-grade clean air to blow remaining moisture out of the connectors, and then dry the component using either hospital-grade clean air or a clean, lint-free cloth." It is likely that not blowing out the connector with hospital-grade air or drying the connector with a clean, lint-free cloth may have caused or contributed to the corrosion in the hdmi connector. Verathon followed up with the customer and restated the importance of drying the connectors following the reprocessing of the video baton.